Event description:
Patient called to report an adverse event that took place at prime diagnostic imaging at (B)(6) last thursday. Patient stated she had to experience the MRI noise the entire time with only earplugs due to the headphones for the MRI machine being broken. Patient stated the headphones are meant to protect the ears during the MRI, however since they were broken she was given earplugs and she experienced a severe headache afterward with head and neck pain and throbbing. She was surprised they proceeded with the MRI knowing the headphones were broken and feels that the earplugs were not appropriate protection. She was reached out to the facility but has not received a response. She stated that she is still experiencing severe headaches intermittently.